Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Mother reported that pt experienced elevated blood glucose of up to 438 mg/dl due to bent and leaky infusion cannulas. This occurred on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011. Blood glucose elevated after 3 days of use. Pt had a mild cold at the time of the report but had not started new medication. Mother also reported, the infusion set adhesive is too sticky. Infusion set was requested for eval. The pt did not require assistance from a healthcare professional or second party. To address the issue. No add'l details were provided.